Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
We are having difficulty in connecting. On (B)(6) 2021 failure coded by intake team as "unexpected shutdown".